Event description:
It was reported that the connector of the evacuator was loose and it was unable to connect on the day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the connector of the evacuator was loose and it was unable to connect on the day of use.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used y-connector and an unused round drain tubing visual inspection of the sample noted the y-connector and round drain tubing was connected to the in-house evacuator and squeezed to negative pressure with the (in-house) evacuator and placed in a reservoir of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution was returned into the evacuator as intended with no disconnection from the drain tubing. No fitting issues observed. Photo sample was returned and could not be evaluated for the reported failure. The device history record review could not be performed without a lot number. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.